Event description:
It was reported by service report that the bed power inlet module was blown. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Customer performed evaluation and did repair.